Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and his wife reported that the ilet, which had previously experienced sensor issues, would no longer power on. Despite being on the charger with the charging light engaged, the screen would not turn on. Removing and reconnecting the device only changed the charging pad light but did not activate the ilet screen. User's blood glucose not affected, and no symptoms reported during the event. No medical intervention was required at the time of call.